Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, no image was displayed by the device. A short delay in the procedure occurred while a backup glidescope video baton 3-4 was obtained. No harm to patient or user was reported.